Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that the implantable cardioverter defibrillator exhibited noise oversensing on the atrial lead. Upon investigation, the rhythm appeared to be oversensing of noise with intermittent intrinsic atrial activity showing up as larger spikes on the electromyogram. The patient had very small p-waves and it was not determined whether the oversensing was due to poor signal or poor signal in combination with developing lead anomaly. There were no clear signs of lead noise and pacing impedance was otherwise stable. It was recommended that the patient be brought in to test the atrial lead performance and to subsequently decrease the max sensitivity. No changes were yet made. No patient symptoms were reported and the device and atrial lead were to be monitored.